Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The service repair technician reported that during routine testing of the device at the service center, the knob bearing was very loose in knob and pressed out with thumb. There was not pt involvement.